Event description:
On april 19, 2007, it was reported to boston scientific corp that one day post procedure of a wallstent enteral endoprosthesis placement in a male pt, the stent migrated and came "out with his stools the next day". The physician successfully completed the second procedure by using another "similar device". The patient's condition was reported as "fine".

Manufacturer narrative:
The device has been recived, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The march 2007 15-month ng enteral complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.